Manufacturer narrative:
(B)(4). The sample was not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. A batch review could not be confirmed as the lot number is unknown. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 3 of 5. The home patient (hp) stated that all bags were connected with no leaks noted. The baxter technical service representative (tsr) explained the alarm and had the hp cycle power. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp said that he did not know how air got into the line. The hp said he did not notice anything unusual with the supplies. The hp said that he notified his nurse of the alarm.